Manufacturer narrative:
Qc was within established ranges. Last month a field service engineer (fse) serviced the instrument for the same issue and replaced the tricontinet syringe on the crem module. For this event, the fse noted that the stirrer motor needed to be updated on the crem module and replaced it.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical system for one patient. The initial result was 267umol/l. The sample was re-tested and result amended to 81umol/l. There was no change to patient treatment or diagnosis.